Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c barrel cracked. The following information was provided by the initial reporter translated from french to english: date of occurrence (B)(6) 2024. Description of incident: 70-year-old patient treated for acute leukemia. When injecting azacitidine, the barrel of the syringe cracked. Clinical consequences and current condition of the patient or person involved: loss of product. Risk of cytotoxic splash.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Follow up report for correction. Annex b code b15 - analysis of information provided by user/third party, was added after supplemental for device evaluation was submitted. Annex b code b17 - device not returned, was deleted after supplemental for device evaluation was submitted. Annex c code c1601 - assembly problem identified, was added after supplemental for device evaluation was submitted. Annex d code d03 - cause traced to manufacturing was added after supplemental for device evaluation was submitted. Annex b code was incorrect in the initial MDR. Annex b code should be b22 - insufficient information available. Annex c code was incorrect in the initial MDR. Annex c code should be c20 - no findings available. Annex d code d14 - no problem detected, was added after supplemental for device evaluation was submitted.

Manufacturer narrative:
One photo was provided to our quality team for investigation. The photo partially shows a fully assembled loose syringe connected to a container, with a slight crack visible on the barrel in the non-scale marking area. The observed condition is non-conforming per product specifications. The potential root cause for the cracked barrel defect is associated with the assembly process. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.